Event description:
The pigtail kinked, unable to get it over the wire. Procedure was completed by using another of the same device. No patient impact reported sg (B)(6) 2024 the following information has been received via phone call on (B)(6) 2024. Sg (B)(6) 2024 2.1 for all complaints, ask: 2.1.1 does the complaint relate to: at the beginning of trying to do a device placement, no patient contact. 2.1.2 what was the target location for the stent? N/a 2.1.3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. In the operating room at the appropriate temperature. 2.1.4 *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* 025 - visiglide-olympus 2.1.5 was the wire guide lubricated prior to use? Yes 2.1.6 *was the wire guide inspected for damage prior to use? No 2.1.7 was the device at the center of the complaint inspected for damage prior to use? Yes 2.1.8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? Yes, sphincterotomy. 2.1.9 did the patient involved exhibit altered anatomy or tortuous anatomy? No 2.1.10 * if not with the device in question, how was the procedure finished?* another of the same device. 2.1.11 what intervention (if any) was required? None 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a 2.1.13 were any other defects observed on the device prior to return (other than the reported complaint issue? N/a **please provide the originator a list of any additional manufacturer questions required for investigation. Sg (B)(6) 2024

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 22-jul-2024.

Manufacturer narrative:
Device evaluation. User/use related complaints are considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. The device evaluation for the zso-7-10 device of c2087839 lot could not be completed as the device or photographic evidence of the device was not returned for evaluation. Clarification was received by the customer that the kinked occurred when trying to put the stent over the wireguide. The file is related to pr 432084 which was open to capture the user error of using a non-recommended size wire guide ( 0.025) with the replacement device. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot c2087839 did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label. It should be noted that the instructions for use (ifu0045) states the following: ¿refer to package label for minimum channel size required for this device¿. There is evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis. Definitive root cause was established. The user has not complied with the requirements of the IFU and/label. It may be noted the device label indicates a 0.035¿ wire guide for use with this device. It is known from the available information 0.025" wire guide was used. It is likely that the use error of a 0.025" wire guide led to the kink in the pigtail reported. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Confirmation of complaint. Complaint is confirmed based on customer and/or rep testimony. Corrective action/ correction. CAPA 387756 has been initiated from complaints related to user error in practice a 0.025¿ wire guide is being used. Complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation. According to the customer a kink occurred in the pigtail, unable to get it over wire. Confirmed quantity of 1 device, confirmed prior to use( prior to patient contact). According to the information reported, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude a definitive root cause was established. The user has not complied with the requirements of the IFU and/label.